Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with a button on the pump; no additional information was provided. This complaint is being reported because the reported issue was unable to have troubleshooting completed and was unable to be resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the pump keypad was found to be intact. The keypad buttons were tested and found that the down and contrast buttons were intermittently responding to button presses. When the keypad was removed, contamination was observed under the button contacts. The audio bolus button cover and button slug were observed to be missing from the pump. Unrelated to the complaint, the pump display screen was observed to be discolored upon start up.